Event description:
It was reported that the patients leg felt wobbly due to overstimulation. The patient was given a steroid patch. Additional information was received that a reprogramming was done to move the stimulation down to the feet. The patient was able to get stimulation coverage and was doing well.

Event description:
It was reported that the patients leg felt wobbly due to overstimulation. The patient was given a steroid patch.